Manufacturer narrative:
Upon receipt of the customer complaint, kdl performed investigations including retained sample test and process review.

Event description:
The customer stated the needle is coming off while they're injecting their patient.